Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a keyboard failure. A field service engineer reseated and reloaded drivers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, a nurse was not able to use the keyboard, as certain keys were unresponsive. The malfunction occurred when a user tried to dispense medication to the patient, causing a delay in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.